Event description:
It was reported that as lvp 20d dehp 3ss cv tubing disconnected. The following information was provided by the initial reporter: material no: 2426-0500 batch no: 20053463. It was reported that when priming tubing, rn noted that the tubing had become disconnected at the most distal y-site. Short description of event: (B)(6) 2020 at 0915: bag of ns ivf spiked with long primary tubing. When priming tubing, rn noted that the tubing had become disconnected at the most distal y-site. Have any previously unreported events for this same issue occurred? No. Who was involved/impacted? Clinician. Was there patient involvement? No. Did the event involve death? No. Did the event involve serious injury? No. Was the death/serious injury/event/impact/outcome related to the device? Yes. This event is related to the defective product. Was there a delay of, or change in the course of treatment due to the event? No. Exposure to blood/bodily fluid/ IV solution? No. Was medical/surgical/other intervention required? No. Outcome? No.

Manufacturer narrative:
The customer reported ¿when priming tubing, rn noted that the tubing had become disconnected at the most distal y-site¿. Received from the customer was one used primary set model 2426-0500 lot 20053463 with its original package. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. It was observed that the set¿s tubing (p/n tc10012940) was separated from the location where it connects to the inlet port of the distal smartsite (p/n 12274436). Clear liquid was observed in the set¿s drip chamber and tubing. Further visual inspection of the set¿s separated tubing using a microscope observed insufficient solvent on the tubing. No other abnormalities were observed during visual inspection. Functional testing was not performed on the set due to the separated tubing and the leak that would occur. A dimensional analysis was performed on the set¿s tubing. In order to conduct dimensional testing a small portion of the tubing was cut near the affected area (distal smartsite). The outside diameter of the tubing measured 0.145¿, within the specification of 0.145¿ +/- 0.003¿. The inside diameter of the tubing measured 0.106¿, within the specification of 0.107¿ +/- 0.005¿. Equipment used (visual inspection and measurement performed on (B)(6) 2020) calipers, eq02784, calibration due date: (B)(6) 2020. Pin gauges, eq08349, calibration due date: (B)(6) 2021. Optical ram-cnc, eq08204, calibration due date: (B)(6) 2021. Dino lite microscope, eq106199, ncr. The device history record for primary set model 2426-0500 lot 20053463 was performed. The search showed that a total of (B)(4) units in 1 lot were built on (B)(6) 2020. There were no related qn¿s (quality notifications) issued during the production build of this set for the failure mode reported for the given time frame. The customer¿s report of tubing had become disconnected at the most distal y-site was confirmed on primary set model 2426-0500. Visual inspection observed the set¿s tubing was separated from the location where it connects to the inlet port of the distal smartsite. The root cause of the separation was identified as a manufacturing issue for insufficient solvent being applied at the engagement of the tubing to the distal smartsite inlet port due to equipment and/or operator error. The bd/nogales manufacturing facility is aware of insufficient solvent on critical joints. Corrective actions (trackwise CAPA pr (B)(4)) to address potential root causes and an effectiveness check plan for reduction of issue has been completed.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing disconnected. The following information was provided by the initial reporter: material no: 2426-0500 batch no: 20053463. It was reported that when priming tubing, rn noted that the tubing had become disconnected at the most distal y-site. Short description of event: on (B)(6) 2020, at 0915: bag of ns ivf spiked with long primary tubing. When priming tubing, rn noted that the tubing had become disconnected at the most distal y-site. Have any previously unreported events for this same issue occurred? No. Who was involved/impacted? Clinician. Was there patient involvement? No. Did the event involve death? No. Did the event involve serious injury? No. Was the death/serious injury/event/impact/outcome related to the device? Yes. This event is related to the defective product. Was there a delay of, or change in the course of treatment due to the event? No. Exposure to blood/bodily fluid/ IV solution? No. Was medical/surgical/other intervention required? No. Outcome? No.